Manufacturer narrative:
A ge service rep performed an on site investigation. The system was found to be tracking correctly. Replaced the c-arm battery pack. The the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system displayed a low ma error and system is not tracking the kvp. There was no report of pt injury.